Manufacturer narrative:
Additional information g3 updated and stated this report is related to medwatch number: 1002890000-2020-8005.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Please reference manufacturer report no:2015691-2020-13016. ER the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment there may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no indication or allegation that this adverse event was related to an edwards device malfunction. Based on the available information, it appears that the 1st valve embolization into aorta may have been due to patient and/or procedural factors ¿the device embolization occurred due to a possible premature contraction or torque built up on the commander delivery system due to tortuosity in the aorta.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, during a right tf tavr procedure with a 29mm sapien 3 ultra valve (s3u) in the native aortic valve the valve embolized into the ascending aorta, where it was implanted and fixated with a stent. The 16 fr ew long esheath was carefully advanced over a lunderquist wire into the abdominal aorta uneventfully. Bav was performed with a 25mm ew balloon confirming root dimensions. Valve alignment was performed in the descending thoracic aorta. During deployment of the s3u with nominal volume, the valve migrated inadvertently distally into the ascending aorta. The first valve embolized due to a possible premature contraction or torque built up on the commander delivery system due to tortuosity in the aorta. The wire was maintained in the ventricle. It was decided to elective intubate the patient and remove the sentinel device. A 2nd 29mm s3u valve was quickly prepped and advanced through the 1st s3u valve (positioned in the ascending aorta) and through the native aortic valve. The 2nd valve was successfully deployed in the annulus. The physician stated that during deployment of the 2nd valve, it was hard to push the inflation device fluid while inflating the balloon, and clarified that it was easy to deflate the balloon. It was unclear of what may have caused this phenomenon. It may have been due to the tortuosity on the aorta. Post deployment of the 2nd valve, efforts were made to drag the 1st valve into the descending aorta, but it was not possible due to tortuosity. A total of 10cc were added to the 2nd delivery system nominal volume and the 1st valve was post-dilated in an effort to fixate it against the aortic wall. However, the valve remained unstable. The esheath was removed and an thoracic endograft (tevar) 40m x 60mm was deployed within the 1st s3u valve fixing it along the ascending aorta to prevent distal embolization. Aortogram confirmed favorable results. ¿the tevar was placed without a sheath which is apparently normal practice.¿ at the end of the procedure, the 18r right femoral artery valient catheter was removed and hemostasis was obtained. 5 minutes later the patient became persistently hypotensive. Aortogram revealed what appeared to be a small tear at the abdominal aorta aneurysm (aaa) sac. A coda aortic balloon occlusion was used to minimize blood loss. The patient was transfused 7 units of prbc and 1 unit of platelets. Vascular surgery was emergently called and an abdominal stent endograft (tevar) was implanted to contain the aaa rupture. No further evidence of bleeding was noted. The patient remained hemodynamically stable and was transported intubated to sicu in critical but stable condition. The team did have some challenges passing the tevar stent which may or may not have caused the injury in the aorta. Per medical records, post tavr hospital course was complicated by aki and thrombocytopenia which improved before discharge (hit negative, hgb stable). On post op day 7 the patient was discharged home in stable condition with physical therapy at home.